Event description:
Customer reported device reading = 216 mg/dl in the morning. Customer alleges passing out and being awakened by the paramedics. Paramedics gave customer a sandwich and several cokes. Customer stated paramedics took several readings but only remembers 90 mg/dl. No controls were used. Device was coded incorrectly. A request was made for product return and replacement product was sent.